Event description:
Mammiogram 12/96 - concern implants are leaking - pt was not notified at this time. Many visits to drs. From jan-may of 97 because of problems with muscle ache & inflamation, swollen lymph nodes in neck area - caused alot of pain. Appointments with 2 plastic surgeons in may of 97 - both felt implants leaking. Ultra sound done 6/2 of 97 confirmed implants leaking.